Event description:
Pt underwent vaginal hysterectomy with uterosacral vault suspension, anterior and posterior prolift mesh kit placement, monarc sling and labial reduction surgery on (B)(6) 2007. Since that time, she has required several surgical and procedural interventions for the treatment of pain and dyspareunia. She has undergone vaginal revision of the distal portion of the posterior prolift mesh by the implanting surgeon, as well as levator muscle anterior prolift mesh arms by a subsequent treating physician. These interventions have been only partially successful in treating her symptoms; she continues to have dyspareunia and defecatory dysfunction. In the opinion of the subsequent treating physician, there was no evidence of incorrect placement or erosion of the prolift mesh. Symptoms appear to be, in part, a result of traction on the areas of mesh fixation.